Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
In sub acromial decompression surgery, the vapr machine went faulty during insertion of new s 90 electrode and while pressing the foot switch it showed error ? Internal failure err 200 ref 14. Another new s90 electrode was opened and the error continued. The surgery was completed without desired results. Surgeon opened 2 new rf electrodes in order to ascertain the problem. The surgery was cancelled eventually. How long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? 45. See associated medwatch # 1221934-2014-00553, 1221934-2014-00554.

Manufacturer narrative:
The complaint device has not been returned and no further information has been provided till date that would help in the investigation. A root cause for the reported failure cannot be discerned. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this serial number in the past, but the failures could not be confirmed and no problem was found with the generator. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
In sub acromial decompression surgery, the vapr machine went faulty during insertion of new s 90 electrode and while pressing the foot switch it showed error ? Internal failure err 200 ref 14. Another new s90 electrode was opened and the error continued. The surgery was completed without desired results. Surgeon opened 2 new rf electrodes in order to ascertain the problem. The surgery was cancelled eventually. How long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? 45. See associated medwatch # 1221934-2014-00553, 1221934-2014-00554.